Manufacturer narrative:
In 2006, the patient had two cypher stents implanted. The first one was a 2.75 x 18mm cypher stent which was placed in the proximal left anterior descending branch and the second one was a 2.5 x 13mm cypher stent which was placed in the proximal left circumflex. Due to the fact that this patient had two additional cypher's placed within these same lesions approx three months earlier, it is implied that these cypher's were placed due to restenosis of the stents that were initially implanted on the original date. The patient's medications include the following: aspirin (pre and post procedure), clopidogrel (pre and post procedure), statins (pre procedure), ace inhibitors (pre procedure), beta-blockers (pre procedure) and angiomax (intra procedure). This is one of five products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01268, 9616099-2007-01270, 9616099-2007-01271, 9616099-2007-01418 and 9616099-2007-01419. Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. A 59 year old female patient with a history of hypertension, obesity, hyperlipidemia, smoking, diabetes and a family history of cad experienced recurrent restenosis some time after cypher stent implantations and dissection during the subsequent treatment of this event. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in her pda. The patient's gender and extensive history put her at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unknown size at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Some time after this index procedure, the patient underwent a repeat angiogram that revealed stenosis of the proximal lad and distal circumflex. This was treated with the placement of a non-cordis des in each of these vessels. Two months after this last procedure, the patient underwent a repeat angiogram that revealed new lesions in her proximal circumflex and proximal lad. It is not known if the patient was symptomatic at this time. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the proximal circumflex lesion was pre-dilated prior to the placement of a 2.50 x 13mm cypher stent at an unknown maximum inflation pressure. It is also not known if the proximal lad lesion was pre-dilated prior to the placement of a 2.75 x 18mm cypher stent at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Nine months later, the patient returned with stable angina. An elective repeat angiogram revealed an lvef of more than 50% and three-vessel disease. The patient's extensive cad puts him at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included angiomax. The patient did not receive heparin or gpiibiia and the performance or recording of acts was not reported. The pda lesion was described as an isr of a previously implanted cypher stent, type b1, 95% occluded, 2.5mm in diameter and 18mm in length. The lesion was pre-dilated prior to the placement of a 2.75 x 18mm cypher stent at a maximum of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damge or vessel dissection. This stent was then post-dilated for a residual stenosis of 0%. The distal circumflex lesion was described as de novo, type a, 60% occluded, 2.5mm in diameter and 13mm in length. The lesion was not pre-dilated prior to the placement of a 2.50 x 13mm cypher stent at a maximum inflation pressure of 18atm. This was followed by the placement of a 2.75 x 13mm cypher stent at an unknown maximum inflation pressure. According to the IFU, the use of more than two cypher stents has not been clinically studied. The treatment of this lesion was completed with a residual stenosis of 0%. At some point during the implantation of these stents, a 10mm dissection occurred in the lm and a 10-20mm dissection occurred in the proximal lad. These events were treated with the next two stents placed. These events were reported to be unrelated to the cypher stents. The lm lesion was described as unprotected, de novo, type c, 50% occluded, 3mm in diameter and 13mm in length. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 2.75 x 13mm cypher stent at a maximum inflation pressure of 20atm. The treatment of this lesion was completed with a residual stenosis 0%. The proximal lad lesion was described as de novo, type b2, 70% occluded, 2.75mm in diameter, 18mm in length, ostial and located in a bifurcation. The lesion was pre-dilated prior to the placement of a 2.75 x 18mm cypher stent at a maximum inflation pressure of 16atm. According to the IFU, lesions requiring the placement of adjacent stents should be treated from the distal to the proximal aspect of a vessel in order to prevent migration of the proximal stent or disruption of its' geometry. The treatment of this lesion was completed with a residual stenosis 0%. The proximal circumflex lesion was described as de novo, type b1, 90% occluded, 2.75mm in diameter, 13mm in length, ostial and located in a bifurcation. The lesion was not pre-dilated prior to the placement of a 2.75 x 13mm cypher stent at a maximum inflation pressure of 20atm. This stent was then post-dilated for a residual stenosis of 0%. The patient was discharged from the hospital the next day on medications that included asa an plavix. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews of the cypher stents implanted during the first and third procedures could not be performed since the lot numbers were not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Dissection is a known potential adverse event following stent implantation. There are patient, vessel and procedural factors that may have contributed to these events.

Event description:
There were procedural complications noted. A type a dissection less than 10mm was noted in the left main and a 10-20mm dissection was noted in the ostium of the left anterior descending. The patient was initially admitted with stable angina pectoris in 2007. The patient had lesions in the posterior descending artery, mid circumflex artery, left main branch, proximal circumflex, and proximal left anterior descending branch. The posterior descending artery was type b1 and restenotic (unknown cypher) with a lesion length of 18mm and a vessel diameter of 2.5mm. The mid circumflex artery was type a, de novo and had a lesion length of 13mm with a vessel diameter of 2.5mm. The left main was a bifurcation of the proximal circumflex and the proximal left anterior descending artery. It was type c and de novo with a lesion length of 13mm and a vessel diameter of 3mm. The proximal left anterior descending artery was type b2 and de novo with a lesion length of 18mm and a vessel diameter of 2.75mm. The proximal circumflex was type b1, de novo and ostial with a lesion length of 13mm and a vessel diameter of 2.75mm. The patient had a 2.5 x 18mm cypher select plus stent implanted in the posterior descending artery at 18 atms, a 2.5 x 13mm cypher select plus stent and a 2.75 x 13mm cypher select plus stent implanted in the mid circumflex at 18atms, a 2.75 x 13mm cypher select plus stent implanted in the left main bifurcation at 20atms to treat a dissection, a 2.75 x 18mm cypher select plus stent implanted in the proximal left anterior descending at 16atms to treat a dissection and a 2.75 x 13mm cypher select plus stent implanted in the proximal circumflex at 20atms.